Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The customer alleged that the up, down and ok buttons were under responsive to user presses. The customer also alleged that there was moisture found behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/16/2017 with the following findings: during investigation, there was moisture corrosion observed on the display screen inside the pump. During investigation, there were was moisture corrosion observed on the display screen inside the pump. A leak test failed due to a bolus button leak and a battery compartment leak. The pump powered up with auditory and no vibrations to a blank screen. The ¿tactile changes¿ complaint was unable to be adequately investigated during to damaged keypad rubber. The pump¿s cover was removed and there was further moisture corrosion found to the printed circuit board on internal components. The pump was able to power up to the verification screen with a test display screen.